Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to a routine follow-up and the pulse generator exhibited backup vvi mode. A device replacement would be scheduled.